Event description:
A 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed into a patient with no issue reported. The target lesion located in the lad # 6-7 was described as calcified with 90% stenosis. During procedure, one other endeavor rx stent was deployed to treat lesion with no issue reported (MFR# 2953200-2010-00837). However, 6 days post implant, the patient presented with symptoms. Total occlusion at lad #7 was confirmed. Thrombus was aspired. Iabp support was also applied to the patient. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: stent thrombosis.